Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications. Analysis is unable to confirm insertion needle complaint due to the insertion needle was not returned.

Event description:
The customer reported that there was a lot of blood at the insertion site when using a new sensor. Blood glucose level at the time of the incident was 50 mg/dl. The customer declined troubleshooting, but was advised that the sensor would be replaced and agreed to return the product for analysis.